Manufacturer narrative:
Benvenue believes that this report does not meet the reporting criteria per 21cfr803 because the product did not malfunction and no death or serious injury occurred. However, benvenue is filing this MDR to fulfill 21cfr803.20(a)(3) requirements. Updated report with model, catalog and lot number according to manufacturer records for that procedure.

Event description:
On october 28, 2019, benvenue became aware of a reported MDR (uf/importer report # (B)(4)) by a user facility regarding a broken luna implant during use. Upon completing an investigation, benvenue confirmed that the implant was broken during removal but could not find any indication of a product failure. The implant was completely removed and successfully replaced with another luna implant size.